Event description:
It was reported that, "performed revision because of painful prosthesis. Tibial implant was grossly loose. The cement was not bonded at all to the tibial component. The femur cement mantle was intact."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.